Manufacturer narrative:
The reported event of electronics performance indicator (epi) could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Eri and eos (end of service) alerts were triggered due to electrocautery usage on explant event, cautery marks were noted on pacer. Electrical and mechanical analysis performed, indicated normal device functionality. Analysis of the device image showed no premature battery depletion. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was unknown.